Manufacturer narrative:
Additional information indicated that: there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. A non-cordis inflation device was used for the procedure and was used subsequently with other devices. The ratio of contrast to saline was one to one. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) an 80 cm. Powerflexpro 4 mm. X 10 cm. Balloon catheter (bc) was delivered to the target lesion and ruptured at ten atmospheres (10 atm.) During the initial inflation. The product was successfully removed from the patient. Another bc (non-cordis) was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was left superficial femoral artery (lsfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. The approach was made from the left femoral artery using a non-cordis sheath. A non-cordis guidewire was used to access the lesion. Additional information has been requested.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) an 80 cm. Powerflexpro 4 mm. X 10 cm. Balloon catheter (bc) was delivered to the target lesion and ruptured at ten atmospheres (10 atm.) During the initial inflation. There was no reported patient injury. The product was successfully removed from the patient. Another bc was used to complete the procedure successfully. The target lesion was left superficial femoral artery (lsfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. The approach was made from the left femoral artery using a sheath and a guidewire was used to access the lesion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. A non-cordis inflation device was used for the procedure and was used subsequently with other devices. The ratio of contrast to saline was one to one. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. The product was not returned for analysis. A device history review of lot 15721033 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.